Event description:
Complaint rec'd reporting a balloon inflation issue detected during insertion of one 41237-06 td catheter, lot #unk. There were no reported adverse pt consequences. Mfrs investigation and analysis: device return: received one used 41237-06 catheter with contamination sheath/shield MFR make model unk. Visual examination of the as-received 41237-06 td catheter confirmed the balloon was torn/damaged. Dimensional evals of both the returned 41237-06 catheter and accessory device recorded no dimensional non conformances. Conclusions: the engineering visual analysis of the returned catheter confirmed the reported inflation problem due to torn/damaged balloon component. The exact cause remains unk.